Manufacturer narrative:
(B)(4). Foreign- (b)(64). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the labrum repair, the implant anchor came out of the bone after closure. A medical intervention was required to remove the implant and sutures. A surgical delay greater than one hour was noted. It was noted that the quality of the repair may have been sub-optimal as a result of the intervention. No additional information is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint cannot be confirmed as medical records were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.